Manufacturer narrative:
Investigation conclusion: the reported issue that the device had dim segments in the display could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. However, bd is currently investigating the dim segment issue. Device inspection: device inspection could not be performed, as the device was not returned. Root cause analysis: n/a. Device history review: review of the s/n #: (B)(6) service history record showed, the device had a manufacture date of 06nov2015. A review of the device service history record was performed, beginning from the date of manufacture to the present date 21oct2020. And indicated, that this device has not been previously returned for service. Review of the production failure record was performed, beginning from the date of manufacture through present. The failure record showed, no production failure records were opened for the source device.

Event description:
It was reported, that the device had dim segments in the display. Replaced the display board, calibrated, performed pm, passed all tests. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had dim segments in the display. Replaced the display board, calibrated, performed pm, passed all tests. Although requested, additional information was not provided.